Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between february 26-28, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location; the contents were outside the pump. The issue was noticed when the device was delivered to the customer, before patient use. The device was filled with the antibiotic cloxacillin, sodium chloride, and citrate buffer. There was no patient involvement. No additional information is available.